Event description:
The customer's spouse called the paramedics because customer had passed out. Spouse checked customer's blood glucose on the device and the result was 425 mg/dl. When the medics arrived they tested customer's glucose in the 40's mg/dl. Customer was given an IV. Level one control was run and out of range. The device was replaced and requested to be returned for eval.